Manufacturer narrative:
Product ID: 3093, lot# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead; product ID: neu_unknown_lead, lot# unknown, product type: lead; product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received reported that the left stimulator stopped since 2015. There was a return of urinary symptoms related to the left stimulator which stopped since 2015. There was a stimulator replacement on (B)(6) 2017. During replacement, it was found that the left lead was damaged (distal part of the lead). Lead was replaced on (B)(6) 2017. The event was resolved on (B)(4) 2018. The investigator assessed the event as serious, not related to the procedure, related to the stimulator and the lead. Relevant medical history includes urinary incontinence due to immaturity since 2000. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3093, lot# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead; product ID: neu_unknown_lead, lot# unknown, product type: lead; product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the left lead damage was not available. As per the clinical site, no material would be returned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient did not have any symptoms. The event was discovered on (B)(6) 2015 by technician during control and the right stimulator was still working correctly. No action was taken. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative (rep) via a healthcare professional (hcp) for a foreign clinical study reported that the left stimulator did not work anymore. The factors that may have led or contributed to the issue remain unknown. No actions or interventions were reported to resolve the issue. It was reported that the issue was not resolved at the time of the report and the event was ongoing. No surgical intervention occurred or was planned. Relevant medical history includes functional urinary incontinence and nocturia since 2000. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3093, lot# unknown, implanted: (B)(6) 2015 explanted: (B)(6) 2017, product type: lead; product ID: neu_unknown_lead, lot# unknown, product type: lead; product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the explant of the neuromodulator was changed from yes to no. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the left stimulator was first implanted in feb. 2011. There was a report that there was no return of symptoms. The cause of the left stimulator not working anymore was a probable end of life. It was reported that the patient did not want to have an additional surgery to replace the left stimulator which did not work. No further patient complications have been reported as a result of this event.